Event description:
A customer reported false high troponin I plasma results on a patient sample. Elevated results of the magnitude obtained might initiate unnecessary clot lysis therapy or a cardiac catheterization. There was no report of patient harm as a result of this event.